Event description:
Caller states the pt tested 3.0 inr on the coaguchek s system and 2.2 inr on a comparison lab. Medication was changed based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.